Event description:
A (B)(6) male patient's electrode belt was returned for an unrelated issue. During servicing, a reportable event was discovered. The patient's electrode belt failed the hi-pot test. The patient had ended use and did not require a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the hi-pot test. Upon evaluation, the white pulse wire inside the trunk cable was shorted. The root cause of the shorted wire cannot be positively identified. No adverse event resulted from the shorted wire. The patient had ended use and did not require replacement equipment.